Event description:
Related manufacturer report number: 2916596-2021-06038. It was reported that the patient¿s body was found at home by the spouse with both external batteries and controller backup battery appearing to have been full drained. Log file analysis was normal until (B)(6) 2021 when a low power advisory and hazard alarm was seen, followed by a no external power event due to the 14-volt batteries depleting at 20:28:48. The backup battery engaged at 20:28:50 on (B)(6) 2021 and operated the system until 22:10:27 when it fully drained and the pump stopped. This total loss of power also caused the controller¿s clock to reset to the default time stamp. The patient reported to have passed away on (B)(6) 2021. Upon evaluation of the returned system controller it was found that the controller had damaged power cables, wire fatigue of the power cables and damaged screw tab of the battery cover.

Manufacturer narrative:
Manufactures investigation conclusion: the hm3 system controller, serial (B)(4), was returned following the reported event of patient¿s death which is investigated under MFR# 2916596-2021-06038. The log files spanned approximately 5 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). Low voltage hazard alarm activated on (B)(6) 2021 at 20:16 due to depleting 14v battery which continued to provide power to the device until (B)(6) 2021 at 20:28. No external power alarm activated on (B)(6) 2021 at 20:28 due to no power source being connected to the device. The backup battery was able to provide power to the pump until (B)(6) 2021 at 22:10. The controller continued to not be connected to a power source and was turned off. The controller was briefly connected to a power source; however, the controller clock was reset to (B)(6) 2000 at 00:00 due to total loss of power. This battery depletion will be investigated under MFR # 2916596-2021-06038. No other notable alarm was observed. The returned device was functionally tested and found to operate as intended during analysis. The controller was connected to a mock circulatory loop for an extended period of time without any issue. No alarms were produced during testing. The device operated as expected during analysis. There were reportable incidental findings of damaged power cables, wire fatigue of the power cables, and damaged screw tab of the battery cover. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C)- ¿alarms and troubleshooting¿ and heartmate iii patient handbook- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate iii instructions for use (rev. C)- ¿equipment storage and care¿ and heartmate iii patient handbook- ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.